Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the reservoir compartment was abnormal and the customer was not able to take the reservoir out from the reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.